Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, 62-6108-001, the user is advised that the device should never be used when: there is visible evidence of damage to the exterior of the device, such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 7-900-5, was being used during pre-op testing before an unknown dermatology procedure on (B)(6) 2020 when it was reported "I went to press the cautery button and it didn't work. It later worked and had already burned some lesions and when I pressed the button again, the cautery stopped working. When I looked at the machine and the pencil to see if I had lowered the intensity of the cautery without realizing it, I saw that there was a small electrical panel protruding from under the pencil, so I quickly re-inserted it into the pencil. That's when he stumbled and neither went in nor out. It seems that the cap between the body of the pencil and the cable came off and what goes inside the pencil came off, which is a small electrical panel with little cables." Further information received found that the device was never used on the patient. The procedure was reported as having not been completed with no reason given. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.